Event description:
It was reported that during treatment of a severe calcified lesion in the proximal left superficial femoral artery (peripheral artery) using the ep spd2-us-060-320 spider fx, a filter recovery issue occurred when the filter came off the device as it was retracted into the capture catheter. The vessel diameter was 6mm and embolic protection was used with the spiderfx 6.0mm device. The vessel was both pre-dilated and post-dilated. The instructions for use were followed without issue, and no resistance was encountered during device advancement. The device was safely removed from the patient, and the physician obtained access at a new site to complete the procedure. The detachment occurred within the sheath. The sheath was removed with the detached part of the spider still intact within the sheath. No other incident followed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the detachment occurred within the sheath. The sheath was removed with the detached part of the spider still intact within the sheath. No other incident followed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: device was decontaminated with a cidex opa solution and a tergazyme soak. Device was returned without the protective sheath. The filter basket was observed to be detached from the guidewire and containing biologics. The floppy tip was observed to be slightly kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.